Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. The reported failure to detect pad impedance and display a "check pads" message was confirmed during evaluation. The analog board was replaced to resolve the customer report. The analog board was scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pad short" when connected to the test plug on the multifunction signal cable and "check pads" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.